Event description:
It was reported that the patient received inappropriate high voltage therapy due to far p-wave oversensing and noise on the right ventricular lead. High voltage functionality of the lead was programmed off and it was recommended that the lead be replaced. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.